Event description:
It was reported that during a da vinci-assisted surgical procedure, an unspecified wire broke on the force bipolar instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was thoroughly inspected prior to use, and no damage or abnormalities were found; it appeared intact and functioned normally at the outset. During the surgical procedure, a device fragment fell inside the patient while the team was performing dissection. Despite the incident, there was no visible damage to the instrument before the procedure began. The surgeon was unsure about what caused the instrument to break or the fragment to fall. Notably, the instrument had only been in use for a few minutes before the issue arose. Throughout the operation and up until the event, the surgeon did not notice any problems with the instrument¿s functionality. It is unclear whether the instrument collided with other instruments or hard materials, but the fragment did fall during an instrument tip or accessory collision. Prior to the breakage, the instrument was not removed, but upon final removal, the wrist was straightened, and no resistance was felt when the instrument was withdrawn through the cannula. After the event, the surgical staff observed no damage to either the cannula or the instrument. The fragment was retrieved successfully using a grasper, and all fragments were accounted for and confirmed as retrieved. There was no need for an additional surgical procedure, such as laparoscopy or open surgery, to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed specifically to check for remaining fragments, as all fragments had been retrieved and there was no suspicion of residue. The surgical procedure was completed robotically as planned, without conversion or abortion of the operation. Importantly, there was no injury to the patient, and they have not returned to the hospital for any post-surgical complications related to a retained foreign object. The instrument and any related accessory are available for return to isi for further evaluation.

Manufacturer narrative:
The force bipolar instrument has been received for failure analysis (fa) evaluation; however, fa still in progress. A review of the provided image was performed the image sent is unclear. Potentially, the conductor wire is broken/insulation retracted, but it may be an artifact from the lighting in the picture. Additional section a patient demographic information: the patient's body mass index (bmi) was 23.58 kg/m2. .

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the grip's tips at the distal end. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test.

Event description:
Refer to h11 for follow-up information.